Manufacturer narrative:
The lot number for all the three reported malfunctions was not provided, therefore lot history reviews were not performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for all the three malfunctions. For 2 of the 3 malfunctions, the investigation is confirmed for perforation and detachment. The remaining one malfunction is confirmed for perforation and is unconfirmed for detachment. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model unknown filter was allegedly detachment and perforation. This information was received from various sources. The three malfunctions involved three patients with no patient consequences. The age of the three reported patients ranged from 39-82 years old and weight was not provided. Of the reported patients, two were female and one gender was not provided.